Manufacturer narrative:
H4: the lot was manufactured from january 19, 2021 - january 21, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside the bladder which suggests underinfusion may have occurred. The reported condition was verified. Due to the nature of the returned sample no additional testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device had been filled with 10800 mg benzylpenicillin in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.